Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the endoscope moved in the intended direction (e.g., intended direction=right and observed instrument movement=right). It was possible to move the camera with the clutch (looking up/down/left/right and advancing) but there was no rotation (30° camera use). The intended direction/movement was rotating to look upwards (camera rotating down). For every use and during procedure, rotating the camera gave a recoverable fault. After three attempts to rotate the camera, another endoscope was used in order to not damage the original endoscope. There was no image inverted and the endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms (e.g., master goes left, instrument goes right). The endoscope could not be turned 180° with the switch, gave recoverable fault at three attempts. At the time of the event, a 30-degree endoscope was installed in the down position. The surgeon confirmed the desired orientation when the endoscope was installed and there was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. In addition, there was not any damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to the event and 48 hours before, the endoscope was manually rotated 180 degrees. There was normal function of arms and endoscopic, except for rotation. The procedure was completed with a back-up endoscope.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope plus would not rotate for the image to be rotated 180 degrees. The procedure was aborted post-anesthesia with no additional information. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed a hairline crack on the enter button. Additional observation(s) not reported by site were also identified: the endoscope was visually inspected and manually tested by hand using a series of movement tests and it failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope had an error 5831 which stated as friction issue on the endoscope adaptor (aea) bearing and an error 5870 which stated as discoloration of housing.